Event description:
It was reported that the patient was implanted on (B)(6) 2022 and passed away on (B)(6) 2022. The patient was too sick and never recovered after implantation. The death was reportedly not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively established through this evaluation. It was reported the patient expired on (B)(6) 2022. The patient was too sick and never recovered after implantation. The device operated as expected and the death was reportedly not device or therapy related. The hospital was unable to provide additional information regarding the case. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.